Manufacturer narrative:
Product event summary: analysis confirmed the reported event that the display was out of electrical specification. It was also noted that the upper case was broken, one side bail cover was broken and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the menu display is not coming up. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the display assembly. Conclusion: confirmed customer and service reported failure mode caused by failure of the electromechanical interface between the display printed circuit board and the liquid crystal display (lcd).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.